Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt265 infant dual heated evaqua2 breathing circuit from the medical center to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) sales manager that the swivel elbow was disconnected from the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the rt265 breathing circuit was returned to fph (B)(4) for evaluation. The device was visually inspected, reassembled and pressure tested. Result: visual inspection revealed that the elbow and swivel components were partly disassembled and no damage was observed to either component. The reassembled parts of the swivel formed a tight fit and could not easily be pulled apart. The pressure testing of the reassembled circuit revealed that the circuit was within specification. Conclusion: we were unable to determine what had caused the reported fault. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject rt265 infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit also state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) sales manager that the swivel elbow was disconnected from the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit. This was observed before use on a patient.